Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. Analysis of the device memory indicated an issue with telemetry. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited an electrical reset during high voltage therapy, power on reset, loss of wireless telemetry, and data is missing on the device. The right ventricular (rv) lead exhibited a possible insulation breach. An arcing issue between the device and lead is possible based on the reported information. The device and lead remain in use until further investigations are completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis result was inconclusive. Analysis confirmed that the device had undergone a power on reset (por) during high voltage therapy delivery. Hybrid analysis confirmed arcing between the right ventricular ring and atrial ring feed-thru wires, along with an abrasion and discoloration. The device was fully functional and no hybrid anomalies were found. There were no electrical failures revealed to conclusively explain the cause of the arcing event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was explanted and replaced.